Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the photos provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The first photo shows the device box, and the lot number matches that in the report. The second photo shows the loading catheter on top of the box and one of the blue hooks is detached and not in the photo. The third photo shows an endoscopic image where the trigger cord and barrel can be seen. Although the user stated the trigger cord was broken, based on the photos provided, this is interpreted as the blue hook detached from the loading catheter. The trigger cord does not appear broken in the 3rd photo and deployment of the bands would not have been able to occur if the trigger cord was broken. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for. Investigation conclusion: our evaluation of the photos provided confirmed the report, however, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use direct the user during system preparation: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2cm of trigger cord between knot and hook.¿ if the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The blue hook can detach if it gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for an endoscopic esophageal hemostasis for esophageal varices, the physician selected a cook 6 shooter saeed multi-band ligator. User installed the device and advanced the trigger cord into the endoscope working channel while found out the blue hook separated from the loading catheter. Photo was provided showing the loading catheter with missing blue hook. The procedure was completed with another of the same device. Other than the deployed bands, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. The bands did not return with the device. The first photo provided shows the device box, and the lot number matches that in the report. The second photo shows the loading catheter on top of the box and one of the blue hooks is detached and not in the photo. The third photo shows an endoscopic image where the trigger cord and barrel can be seen. It can also be seen that a band has deployed and is not on a varix. The trigger cord does not appear broken in the 3rd photo and deployment of the bands would not have been able to occur if the trigger cord was broken. Our laboratory evaluation of the product said to be involved confirmed the report. The loading catheter had one hook completely detached that was not returned and one hook still remaining on it (mold cavity #7). A dimensional inspection was performed on the loading catheter. The inner diameter was measured within the specification. A destructive tensile test was also performed on the loading catheter side where the second blue hook remained attached. The blue hook detached from the catheter above the minimum requirement. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly history record for the loading catheter said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual examination of the returned product identified the blue hook was completely detached from one end of the loading catheter and did not return. A tensile test of the remaining hook confirmed the joint was within specification. A definitive cause for this observation could not be determined because the set up conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use direct the user during system preparation: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2cm of trigger cord between knot and hook.¿ if the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The blue hook can detach if it gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.